Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications/ is used to capture endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, an aneurysm enlargement and a type ii endoleak from the inferior mesenteric artery was observed. On an unknown date, reintervention took place, the inferior mesenteric artery was coil embolized. The patient tolerated the procedure.